Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: procedure performed was anterior colporrhaphy with mesh, posterior colporrhaphy with mesh, trans-obturator mid urethral sling procedure and intravaginal slingoplasty. Pt had revision surgery (B)(6)2007 (operative report is also attached) for mesh erosion and extrusion, prior to this surgery she had partial removal of mesh 3-4 times in her doctor's office.